Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose 436 mg/dl and after an hour it was over 500 mg/dl. Customer felt extreme chest pain and could not breath. The customer mentioned that he cannot stay longer on the phone because of chest pain. Customer said that his sodium was low, potassium and magnesium was high. The customer was treated with insulin drops and pain medication for chest pain and anti acid. Customer also mentioned blood glucose of 435 mg/dl. The insulin pump will not be returned for analysis.